Event description:
During surgical case, first assist noticed a 2 inch open flame form at the conjunction of the monopolar cord and the davinci endowrist during use of cautery. This flame self extinguished with cautery stopped and cord removed from endowrist. FDA safety report ID# (B)(4).